Manufacturer narrative:
Qn number: (B)(4).

Event description:
During a diagnostic aortogram with bilateral long leg runoff accessed via the right groin, a micro-introducer sheath was utilized. Upon removal from the patient, the sheath was observed to have separated at the hub. As a result of this occurrence, a surgical cutdown was performed to address the situation, and the patient required an additional night of hospitalization. There were no reports of patient injury, harm, or adverse health consequences associated with this event, and the patient's condition was reported as "fine." It was further noted that the access site was calcified, contained scar tissue, and had been previously closed with an arterial mechanical clip system.